Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 06/11/2018 to the present date 10/14/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4) for flange gripper #1604765 fpr rear case

Event description:
It was reported that 8110 syringe module was broken/damaged. There was no patient involvement.